Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose unknown at the time of incident. Troubleshooting was performed. Customer reports they were able to clear the alarm. Customer reports pump did not require rewind. Customer states the alarm did occur during normal use. The insulin pump will not be returned for analysis.